Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test, and unexpected restart error test. No excessive no delivery alarms noted during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm noted during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and severely scratched display window noted during testing.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received battery out limit alarm and no delivery alarm. The customer's blood glucose was 151 mg/dl at the time of incident. The customer's mother stated that the blood glucose reached 556 mg/dl. The customer's mother stated that the batteries were out greater than duration allowed by the insulin pump. The customer's mother stated that the insulin did exit during fixed prime. The customer's mother performed self test and the insulin pump passed. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.